Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a cataract surgery procedure on (B)(6) 2010 and suture was used. The surgeon found that the swage of the needle had been cracking when he dispensed it from the package. There was no adverse consequence to the pt.